Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a sleeve gastrectomy procedure. The device after the first firing, there were no staples deployed. That was resulted to poor staple formation and incomplete staple line in central part. To complete the procedure, another shot of stapler was performed. There was an unanticipated tissue loss noted. Patient is alive.